Manufacturer narrative:
(B)(4). The customer returned one guide wire, dilator, and sheath for analysis. No obvious signs of use were observed on the components. Visual analysis revealed that the guide wire was kinked towards the distal end. The j-bend was intact. Microscopic examination confirmed the defect and that the distal and proximal welds are present and spherical. The kink in the guide wire measured 426mm from the proximal tip. The overall length of the guide wire measured 455mm which is within the specification limits of 450mm - 458mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.85mm which is within the specification limits of 0.838mm - 0.877mm per the guide wire product drawing. The sample was functionally tested per the instructions for use provided with this kit, which states "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves." The guide wire was passed through the returned dilator/sheath assembly with little to no resistance. The returned guide wire was also threaded through a lab inventory syringe and lab inventory introducer needle and the undamaged portions passed with little to no resistance. A manual tug test confirmed that the distal and proximal welds are secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user "warning: do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The customer report of a kinked guide wire could be confirmed through the complaint investigation. Visual analysis revealed one kink in the guide wire body. The sample passed all dimensional and functional testing, and a device history record review revealed no relevant findings. Based on the customer report and the returned sample, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported during the procedure, the physician found the guidewire body bent and kinked. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported during the procedure, the physician found the guidewire body bent and kinked. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).